Event description:
It was reported that product was opened and it was quickly discovered the 28mm head did not fit in inner-diameter of product. Tried to insert a 26mm femoral head and also didn't seem to fit well. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Event description:
Surgeon opened up product and quickly discovered the 28mm head did not fit in inner-diameter of product. Further tried to insert a 26mm femoral head and also didn't seem to fit well. There was no adverse consequence for the pt.